Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exchanged their primary system controller for the back-up controller while at home after emergency back-up battery (ebb) alarmed. When the patient arrived at the clinic on (B)(6) 2024, log files were downloaded of the controller that alarmed and sent to abbott. The ebb was exchanged. Medwatch#: (B)(4) was received on 16jun2025 and the healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - model number: corrected. Section d4 - catalog number: corrected. Section h6: health effect - impact code: corrected. Manufacturer's investigation conclusion: the reported event of an emergency backup battery (ebb) alarm leading to a controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number: unknown) was not returned for analysis. Provided information stated that the patient arrived at the clinic on (B)(6) 2024, log files were downloaded and sent to abbott, and the ebb was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A), section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch (rev. D), section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 -¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.